Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. Analysis of the device memory indicated loss of device pacing. Analysis of the device memory indicated ventricular detection occurred. Analysis of the device memory indicated issue with sensing function. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received two inappropriate shocks from their implantable cardioverter defibrillator (ICD). As per recorded episodes and device interrogation, double count detection of r wave is seen by the device at the times it is not providing ventricular pacing (vp). It was noted the ICD device been adapted to provide biventricular pacing. This device was implanted along with a y adaptor to connect two ventricular leads (right ventricular and left ventricular) in the ventricular port. Initial programming allowed device to double count r waves and at times the device failed to provide vp. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.